Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted at implant. Based on the follow-up with the health-care provider, the explant at implant was due to sizing issue. Per the operative report provided on (B)(6) 2012, initially the valve was placed with a 27mm edwards valve which was felt to be a right fit. Upon separating from cardiopulmonary bypass, tee showed the patient to have a moderate to severe mitral regurgitation, once again with central jet. The decision was made to reinstitute cbp upon doing this, the left atriotomy was reopened. The patient was found to have one strut of the previously placed biological valve outside of the annulus causing distortion of the valve leaflets and mitral regurgitation. Fixing the problem required explantation of the mitral valve. After this was performed, a 25mm edwards valve was inserted without difficulty. After this was implanted, tee showed good function of the valve with no leak. Postoperatively the patient had coagulopathy and cardiogenic shock. The patient was transferred to the ICU in critical condition. Post operatively, the patient has a difficult course with a ventricular fibrillation arrest and cardiogenic shock requiring balloon pump. The patient was maintained off the ventilator with full support, but never improved neurologically with failure to participate in any of his care. Unfortunately, the patient continued to decline neurologically with further disengagement in his own care and pulling out multiple times nasogastric tubes for feeding support and not participating in any respiratory therapy. At this point, the family intervened and asked for the patient to be made comfort care. He was transferred out of the ICU and after several hours, the patient expired on (B)(6) 2012. There were no apparent complications.

Manufacturer narrative:
(B)(4) - "the patient was found to have one strut of the previously placed biological valve outside of the annulus causing distortion of the valve leaflets and mitral regurgitation." Device not returned. Additional manufacturer narrative: unfortunately, the sample device was discarded, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, per the operative report, "the patient was found to have one strut of the previously placed biological valve outside of the annulus causing distortion of the valve leaflets and mitral regurgitation. Fixing the problem required explantation of the mitral valve". No further actions are possible with the available information.